Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.

Event description:
It was reported that the lead dislodged after the pocket was closed. The physician went back in and repositioned the lead. All was stable after that and the lead remains in use. No patient complications have been reported as a result of this event.